Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. It was found that the image acquisition system (ias) software was not booting, and an error message was found on the ias computer. The customer has not approved additional troubleshooting, so no parts have been replaced. No additional findings possible at this time.

Event description:
A site representative reported that while booting up the imaging system, the mobile view station (mvs) status was shown as "not connected" on the image acquisition system (ias) pendant. There was no patient present when this issue was identified. No additional details were provided.